Event description:
The following article was received based on a literature review: efficacy of modified folding intraocular lens suspension surgery in treatment of traumatic dislocation of lens. A prospective randomized controlled study was done to evaluate the efficacy of modified folding intraocular lens (iol) suspension surgery in the treatment of traumatic dislocation of lens surgery technique. A total of 15 patients (n=15 eyes) were included and underwent the modified folding iol suspension surgery wherein the patients had chosen the iols themselves. Iols included akreos ao (bausch + lomb) and tecnis za9003 (johnson and johnson). Akreos ao iols were implanted with 5-0 polypropylene sutures (n=9 eyes) whereas tecnis za9003 had no sutures used (n=6 eyes). Three months postoperative complication included mild iol dislocation (n=1 eye) where the iol optical surface was mild oblique. There were no further interventions reported. A copy of the article is provided with this report. Citation: hu yg, qiao x, liu x, et al., efficacy of modified folding intraocular lens suspension surgery in treatment of traumatic dislocation of lens, (2022), guoji yanke zazhi (int eye sci); 22(7):1069-1073.

Manufacturer narrative:
Age/date of birth (years): ages are 64.00 ± 9.85. Sex/gender: (male: female): 7:8. Date of event: exact dates not provided, article acceptance date is 26 may 2022. Implant date: unknown, information not provided. Explant date: not applicable, as lens remains implanted. Health effect - clinical code 4581: no code available (device dislocation). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.